Event description:
It was reported by service report that the bed allegedly will not go down at foot end. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Sensor coil cord.